Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed manual prime and the high pressure test per des8653 and dqtp 6117 section 13.2.3.2.2 using a new lab reservoir along with a 5xx pump. All 3 infusion sets failed per specification and the infusion sets were found occluded at the quick release connection and septum sides. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having issues with a no delivery alarm on the insulin pump. Customer is down to 1 sof set and has used replacement reservoirs. Customer's blood glucose was 291 mg/dl. Customer stated that he treated with the pump. Customer stated that the alarm occurred during manual prime. Customer stated that the needle was straight and there was moisture in the p-cap. Customer has already tried to prime it 3 times with this set. Customer assembled a new infusion set with the current reservoir. Customer stated that the insulin did exit the tubing. Customer was advised to return the infusion set. Customer was also able to prime successfully. It was explained that a possible connection issue or occlusion in the tubing can lead to no delivery alarms.